Event description:
On (B)(6)/2009, the patient reported the up and down buttons on his insulin infusion device are not responding. He stated, he first noticed it today when he tried to bolus insulin. He said his device has "probably been dropped" but has not been exposed to water or insulin. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.